Event description:
It was reported, that the pump battery was depleting quickly. Resulting, in the pump shutting off. Troubleshooting with tandem technical support indicated, that pump battery was depleting normally, based on settings and customer usage. The customer¿s blood glucose (bg) level was "high". Although, specific value was not provided. Cause was not known. A correction bolus and a manual dose injection were delivered to address bg level. Recommendation was made to consult with a healthcare provider regarding diabetes management. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.